Event description:
The workshop service engineer reported that this defibrillator had an opcheck failure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.